Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was implanted with an activa rc in 2014 and extended in 2021. They contacted the helpline because they used to charge once a day for 20 minutes and now that has increased to 45 minutes. They have had a new style recharger for a couple of years now too. They were provided new rechargers and the helpline triaged that the chargers were working correctly. Contact 9 was out of range in bipolar with 11, which was long-standing. Individual and therapy contacts had been used as they are set up currently for years. The patient had also lost weight and they suggested increasing the thickness of their clothing over their implantable neurostimulator (ins). They had been holding their recharger but would now use the sling to maintain recharger position. They were also given a new patient programmer so they could monitor the charge connection. When they paired it initially had shown a 4101 error code but when this was acknowledged they were able to achieve excellent connection and recharger to full.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information has been received reporting that the event started to happen a couple months ago. The cause of the longer recharging time and out of range impedances was not determined. Actions taken to resolve the longer recharging times were that the patient was shown how to use sling to secure recharging position and to try and charge through thicker clothing. This information has been confirmed by the physician.